Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a faradrive steerable sheath clear, the sheath exhibited air bubbles. Venous access was noted to be tortuous. After the transseptal puncture was performed the dilator was removed from the sheath, and a lot of air was aspirated into a syringe when aspiration was performed. Air was also observed in the shaft of the sheath, so the sheath was pulled back into the right atrium. No air was observed in the aorta on fluoroscopy and no st elevation was observed. The sheath was replaced, but the second sheath also exhibited the same behavior. The second sheath was replaced and the procedure was completed using a third sheath. No patient complications were reported. The device was returned for analysis.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at boston scientific's post market laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found. The sheath failed leak testing. Removal of the handle cap to inspect the internal components found the external valve to be torn by the opening slit, compromising the hemostatic valve's ability to seal pressure or fluid within the sheath. The reported clinical observations were confirmed by the analysis.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a faradrive steerable sheath clear, the sheath exhibited air bubbles. Venous access was noted to be tortuous. After the transseptal puncture was performed the dilator was removed from the sheath, and a lot of air was aspirated into a syringe when aspiration was performed. Air was also observed in the shaft of the sheath, so the sheath was pulled back into the right atrium. No air was observed in the aorta on fluoroscopy and no st elevation was observed. The sheath was replaced, but the second sheath also exhibited the same behavior. The second sheath was replaced and the procedure was completed using a third sheath. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.